Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: stent remains in patient at unintended site. Device issue: stent dislodgement. It was reported that the xience v 3.0 x 15 mm was going to be implanted in the proximal left anterior descending artery (lad) by direct stenting. The patient had an angiography performed one month prior which showed that the lesion was 70% stenosed. After successful negotiation of the guide wire, an attempt was made to insert the xience by direct stenting; however, the lesion was tight and the xience v was unable to cross. The stent delivery system was withdrawn and the lesion was predilated with a 2.5 x 10 mm balloon catheter. Another attempt was made to cross the xience v; however, it was unable to cross. Even the guiding support was very poor as it was coming out. Predilatation was performed again with a balloon catheter and an attempt was made to withdraw the stent. After withdrawing the stent delivery system, it was noticed that the stent had dislodged and remained inside the patients artery. The stent was inflated and implanted at the site where it had become stuck and dislodged; not at the site of lesion. No additional event or patient information is available.